Event description:
The pt reported the backlight on her insulin infusion device display is not working and there are dark splotches on the screen. She also stated she had an occlusion alarm that she cannot clear. The device has not been dropped or exposed to moisture and is not cracked or broken. The pt will switch to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.